Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had off no power. Customer¿s blood glucose level was unknown. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. Pump passed self test. Pump passed off no power test. No unexpected off no power alarm or low bat alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.